Event description:
It was reported that during a pta procedure, the balloon could not be removed from the sheath. An 8f terumo sheath was used. The sheath and balloon removed together. There was no injury to the pt reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval as it was discarded by the user facility. The results of the investigation are inconclusive and the root cause is unk. The info for use for this device states: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to wither the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.